Event description:
A male who previously had stomach cancer resulting in hostile abdomen, underwent evar in 2007. The anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. One main body and two iliac leg grafts were placed. The physician predilated the left external iliac artery. A proximal type 1 endoleak from a main body was confirmed after deployment of all grafts, thus the physician placed another manufacturer's stent and the endoleak was resolved. At the follow-up four days later, approx five months later and 2008, the proximal type 1 endoleak was not confirmed. The patient has recovered.

Manufacturer narrative:
The development of the zenith device followed quality specifications and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding endoleaks, the "instruction for use" (IFU) lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft and proper ballooning sites within the stent graft. The device remains implanted, and no images were provided to assist in this investigation. The root cause for this event is unknown and there is no corroborating evidence at this time to consider the complaint confirmed. However, we have notified the appropriate individuals and we will continue to monitor for similar complaints.